Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" time elapsed between each method of testing is a few minutes. Pt's therapeutic range is 2-3. Pt had a stroke and was hospitalized. The stroke was confirmed by a physician.

Manufacturer narrative:
Investigation pending.